Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Patient's therapeutic range: 2.5-3.5 inr. Patient went to the hospital around (B)(6) 2011 for treatment of a mini stroke. Before the hospital, she was testing fine. Since being in the hospital, her results have all been too low and lab comparisons have been very different. Patient had a lab test on each of the days listed above and her inr was always above 2.0 and once up past 3.0. She did not know the exact results for each day. As of (B)(6) 2011, patient is currently in the hospital for a mini stroke.